Event description:
It was reported that pump experienced malfunction with code malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, and successfully cleared malfunction without it recurring, and customer was advised to continue using pump and to call back if issue occurred again.